Event description:
On (B)(6) 2017, medbloc was notified by one of its dealer (invacare) regarding the notification they received about (B)(6) being hit by a car in her wheelchair about two weeks ago. Fortunately, it does not sound she was injured. She was taken to the hospital but not admitted. No treatment given. Technician was sent to customer's house by the va to evaluate her chair after she was hit by a car. Everything is functional. He said there are a few scratches on the toggle switch and the mounting for it may be a little bent, but not noticeable. Situation was a hit and run. Customer is (B)(6) female and cannot remember when it happened or how it happened, except that she was crossing the street.